Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values three days after the sensor was inserted in the abdomen. The patient´s parent was alerted at 5 am that the cgm reading was 53 mg/dl and the blood glucose reading was 20 mg/dl. The patient experienced hypoglycemia with seizures and the parents called 911. The paramedics took the patient to the hospital and in the ambulance, she was treated with IV glucagon. At the hospital, the patient was treated with dextrose and the bg monitored every 15 minutes. The patient was admitted to the pediatric intensive care unit for 14 hours. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.